Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the malfunction. There was no adverse impact on the customer's blood glucose level. The malfunction code displayed was resettable, and the caller was assisted by technical support to reset the pump. After resetting, the malfunction code did not recur, and the caller was instructed to continue to use the pump.